Event description:
The hcp reported that he intended to increase the dose of hydromorphone 1 mg/cc and clonidine 0.5 mg/cc from .09 mg/day to .10 mg/day. The "decimal point was missed and setting (inadvertently) was at 10 mg/day". The pt received 18 mg of dilaudid in a 24 hour period. "The pump was empty before hcp was notified of his problem." The pt experienced confusion, hallucinations and somnolence. The symptoms abated and the pump was refilled and programmed to run at the intended rate. The pt was hospitalized and discharged to home several days later. No device troubleshooting was performed. The pt was admitted to a psychiatric hosp approx one week later. The hcp indicataed that the pt has had mental health issues in the past, unrelated to the device. The pt has recovered without sequela.